Event description:
In may 2004, the pt reportedly had no sound percept. The pt's family member exhanged external equipment. However, the problem was not resolved. Eight days later, the pt was seen by a co rep for evaluation. Programming adjustments were made. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.